Manufacturer narrative:
(B)(4). The device was returned to the manufacturer however, analysis was not completed at the time of this report; a follow-up will be sent when analysis is complete.

Event description:
It was reported that the patient experienced loss of stimulation. Reprogramming was not successful; a revision of the leads (dated (B)(6) 2009) was not successful. The leads were then removed however, the ins was left in situ. On (B)(6) 2010, the leads were replaced and connected again to the ins in situ. Stimulation could not be restarted; x-rays revealed the device was correctly orientated. On (B)(6) 2010, surgery was performed to restart the ins - this was not successful; the ins was replaced and the issue resolved.